Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2022 and suture was used. The problem of the suture pulling off the needle happened while sewing the skin in surgery. Changed another one in order to complete the surgery. The surgeon refused to use the remaining 1 sterile product from the same lot. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Investigation summary: one unopened sample of product code vcp433h was returned for analysis with the packaging closed. Upon initial inspection to the packet, wrinkles and a hole in the bottom of the foil were observed. This condition contributed to the degradation of the suture, since the product code of vcp433h is absorbable suture. The packaging was open and a needle-suture combination could be observed. The swage and attachment are were noted as expected, no needle pull off was noted. As per sample condition of the sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.